Event description:
Spacelabs received a report from the customer that a failure to alarm occurred on (B)(4) 2021. No patient injury reported due to this event.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Manufacturer narrative:
There is not enough information to conclude that the spacelabs monitoring equipment failed to operate to specifications during this complaint episode. The customer is unwilling to allow spacelabs to collect any data to review as part of this investigation. This report is complete, and the case is considered closed. H3 other text : placeholder